Event description:
Pt had aicd inserted into left chest via subclavian vein. Two guide wires were later noted in the distal inferior vena cava. Percutaneous extraction was successfully accomplished via endovascular consult and surgery, via the left common femoral vein. Left apical pneumothorax noted following surgery.